Manufacturer narrative:
Concomitant medical devices: addr01, implanted: (B)(6) 2016.

Event description:
It was reported that right ventricular (rv) lead impedance was 2592 ohms, with a 3.5 v at 0.5 ms threshold through the replacement pacemaker, 5.5 at 0.5 ms through analyzer, 3 mv p waves. The physician elected to leave the lead in service, as the patient paces less than 30% in the atrium with normal sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.